Event description:
Additional information indicated that a surgical intervention occurred wherein the system was explanted.

Manufacturer narrative:
The ipg was electively explanted after the patient experienced significant weight loss. The patient also reported pain at the pocket site. This issue was not confirmed. As a further consequence of their weight loss, the patient no longer experienced pain in the targeted area. Visual inspection did not identify any anomalies or damage that would contribute to the reported issue of pain at the ipg site. As received, normal pairing and bluetooth (ble) communication was observed. The uep inductive tool showed it was running the therapy application and was functional. It was tested to manufacturing specifications using ate and passed all tests. The ipg functioned as intended. No physical or functional anomaly was observed that would contribute to the reported pain at the pocket site. The root cause of the issue is likely related to the patient¿s weight loss; however, this cannot be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost weight and ipg implant site became sore. As a result, surgical intervention is being planned to address the issue.